Event description:
The user facility reported that the device overheated prior to a case at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional manufacturer narrative: follow-up report submitted to document device evaluation results corrected data: d9 was originally reported as OEM, corrected to outside us service facility.

Event description:
The user facility reported that the device overheated prior to a case at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.